Event description:
It was reported the pt experienced pain and numbness in both arms and legs. The pain began in the arms in 2008, and developed in the legs more recently. Additional info was requested from the hcp. Additional info received indicated the cause of the event was currently unk. Symptoms included neurological deficit (upper extremity weakness), numbness, and increased pain. No interventions or treatments had been approved by the pt's managing physician.